Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on 12-feb-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device intolerance ("significant symptoms of device intolerance"), menorrhagia ("haemorrhagic periods"), adenomyosis ("adenomyosis") and endometrial thickening ("endometrium too thick"). In (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("vaginal mycosis"). In (B)(6) 2018, the patient experienced gastrointestinal disorder ("intestinal problems"). On an unknown date, the patient experienced arthralgia ("joint pain"), dry eye ("dry eyes"), eye irritation ("burning eyes"), fatigue ("extreme fatigue") and uterine disorder ("uterus disorder") and was found to have blood iron decreased ("ultra low iron"). The patient was treated with surgery (essure removal by hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, device intolerance, menorrhagia, adenomyosis, endometrial thickening, vulvovaginal mycotic infection, gastrointestinal disorder, arthralgia, dry eye, eye irritation, fatigue, blood iron decreased and uterine disorder outcome was unknown. The reporter considered adenomyosis, arthralgia, blood iron decreased, device intolerance, dry eye, endometrial thickening, eye irritation, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, uterine disorder and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device intolerance ("significant symptoms of device intolerance"), menorrhagia ("haemorrhagic periods"), adenomyosis ("adenomyosis") and endometrial thickening ("endometrium too thick"). In (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("vaginal mycosis"). In (B)(6) 2018, the patient experienced gastrointestinal disorder ("intestinal problems"). On an unknown date, the patient experienced arthralgia ("joint pain"), dry eye ("dry eyes"), eye irritation ("burning eyes"), fatigue ("extreme fatigue") and uterine disorder ("uterus disorder") and was found to have blood iron decreased ("ultra low iron"). The patient was treated with surgery (essure removal by hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, device intolerance, menorrhagia, adenomyosis, endometrial thickening, vulvovaginal mycotic infection, gastrointestinal disorder, arthralgia, dry eye, eye irritation, fatigue, blood iron decreased and uterine disorder outcome was unknown. The reporter considered adenomyosis, arthralgia, blood iron decreased, device intolerance, dry eye, endometrial thickening, eye irritation, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, uterine disorder and vulvovaginal mycotic infection to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.